Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this left ventricular (lv) lead exhibited high threshold output. Ultimately, this lv lead was attempted to be extracted during which the lead broke. Part of the lead was extracted and part of it remains in the patient. A new lv lead was implanted and remains in service. The part of this lv lead that was explanted has been returned and is expected to be analyzed. No additional adverse patient effects were reported.